Manufacturer narrative:
This follow-up report is being filed to relay correct left hip revision date and hospital.

Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1999. Subsequently, patient underwent a right hip revision procedure in 2006 due to an unknown reason. Patient alleges poly wear and osteolysis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. The following sections could not be completed with the limited information provided. Date of event - 2006. Date explanted - 2006.

Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1999. Subsequently, patient underwent a right hip revision procedure in 2006 due to an unknown reason. Patient alleges poly wear and osteolysis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014. The modular head and liner were removed and replaced.

Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1999. Subsequently, patient underwent a right hip revision procedure in 2006 due to an unknown reason. Patient alleges poly wear and osteolysis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of event - 2006. Expiration date - unknown. Date implanted - 1999. Date explanted - 2006. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (B)(4).